Event description:
It was reported that there was a change in therapy, patient experienced shocking. The patient had begun experiencing electrical shocks about 2-3 times over a span of 2-3 weeks in (B)(6) 2014. In (B)(6) prior to the date of this report the patient had jumped like he had stuck his finger in an outlet. They had known it was not programming and eventually the healthcare professional had done a revision of the extension on (B)(6) 2015 and had noted that it was positioned in such a way that it was crimped. Insulation was missing at the base. When the healthcare professional had gone into the extension/lead connection the lead or extension was calcified. The extension was replaced. The ¿cranial lead was yellowed and problematic.¿ there were no falls or traumas. The change in therapy/symptoms was sudden. The healthcare professional was ¿never able to reprogram.¿ the patient was going to have the right ventral intermediate nucleus (vim) lead replaced and possibly repositioned in the near future, scheduled for (B)(6) 2015. It was noted that the manufacturing representative was aware that the patient was having therapy concerns in regards to symptom control which the manufacturing representative felt was a programming issue.

Manufacturer narrative:
Concomitant products: product ID: 64001, lot# n249314, implanted: (B)(6) 2010, product type: adapter. Product ID: 3387s-40, lot# v556377, implanted: (B)(6) 2010, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 64001, lot# n433611, implanted: (B)(6) 2014, product type: adapter. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3387-40, lot# j0209882v, implanted: (B)(6) 2002, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).